Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, swelling, decreased activity, and pain. The surgeon reported the tibial component was grossly loose. He noted there was no evidence of femoral loosening and the femoral component was not revised. The surgeon indicated the patellar component was intact with no evidence of loosening, so was retained. The surgeon reported no intraoperative complications. The patient was implanted with attune tibial component and unknown bone cement. Doi: (B)(6) 2016 dor: (B)(6) 2019 (lt knee).